Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure : the cable was run over by the laparo tower and the image was dropping out. In addition, the following reportable malfunctions were identified during the device evaluation: there was damage on the cable unit, the water tightness was lost and the connector was corroded. Based on the results of the investigation, it is likely the following led to the malfunction 'the cable has been run over by the laparo tower': due to damage on the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had image dropping out, cable has been run over the laparo tower. There were no reports of patient harm.